Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission revealed that the atrial lead exhibited oversensing. All electrical measurements were stable and in range. The patient was asymptomatic.